Manufacturer narrative:
(B)(4). The reported complaint of " battery inoperative" was not able to be confirmed as no iabp part was returned for investigation. A field service agent checked the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when the pump was powered on prior to patient use, it alarmed "warning: battery inoperative". No patient involvement.

Event description:
It was reported that when the pump was powered on prior to patient use, it alarmed "warning: battery inoperative". No patient involvement.

Manufacturer narrative:
(B)(4).